Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, loss of consciousness, and dizziness treated with glucose/carb intake, no treatment, no treatment. The customer reported a blood glucose value of 130 mg/dl. Troubleshooting was performed. The event involved product(s) mmt-1780kl, mmt-332a, mmt-242a, mmt-332a, mmt-242a. The customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48hrs of the reported low blood glucose event. The customer believes the pump is over-delivering. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1780kl was requested and the customer response was the device will be returned. Mmt-332a was requested and the customer response was the device will be returned. No product return is required for mmt-242a. Mmt-332a was requested and the customer response was the device will be returned. No product return is required for mmt-242a.